Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarm compromised force sensor while priming tubing. Customer's blood glucose at time of incident was 5.2mmol/l. The customer stated pump drops once in a while. The customer stated that the drive support cap appears normal. The customer stated that she has not pressed the cap while connected. The customer was advised not to using pump and will send her a cotpump.